Manufacturer narrative:
Suspect the root cause could be the device was not fully connected to the generator causing an electrical/mechanical failure. A recall was initiated for this root cause on 02-05-18. The letter of corrective action notification was received by the physician on 02-12-18 which was after the reported event.

Event description:
Following a j-plasma procedure on neck, physician noticed scarring on patient following the procedure.